Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire hematology analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the recall letter.

Event description:
The customer stated the cell-dyn sapphire analyzer needle was not in the starting position. The customer was advised to replace the cell-dyn sapphire vent needle and the customer performed a test run and the error was not generated. The customer observed quality controls and patient results running at appropriate values. There was no impact to patient management.